Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was abandoned after device-based testing found a shorted shocking lead in the existing lead system.